Manufacturer narrative:
The customer did not provide patient weight. Access accutni+3 quality control (qc) was within the customer's established ranges prior to and after the reported event. The customer declined to perform hardware verification testing. The customer did not note issues with other assays or system issues at the time of the event. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the erroneous access accutni+3 result is cannot be determined with the available information.

Event description:
The customer reported an elevated troponin I (access accutni+3) results, above the normal reference of the assay on the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)) for one (1) patient. The patient had a second blood draw and the access accutni+3 result was within the normal reference range of the assay. The customer reanalyzed the first sample on the same unicel dxi 600 access immunoassay system and obtained a lower result, within the normal reference range of the assay. The initial elevated access accutni+3 result was reported outside the laboratory and the patient was admitted to the hospital. Access accutni+3 quality control (qc) was within the customer's established ranges prior to and after the reported event. The sample was lithium heparin plasma. Sample processing information, such as centrifugation speed and time, were not provided. There was no report of sample integrity issues.